Event description:
It was reported that on (B)(6) 2014 a hardware removal procedure was performed. The removal was due to loss of reduction nonunion and delayed healing; therefore the entire construct to be removed. The surgeon removed the following; 5.0mm titanium locking screw, 11.0mm titanium helical blade and a 10mm/130 deg titanium cannulated trochanteric fixation nail 360mm/left. Patient was revised to a total hip arthroplasty. There was no report of a surgical delay. This report is for 1 of 3 complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.